Event description:
It was reported that the foot snapped off the fixed duraguard, 16mm during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
The reported event was confirmed through visual inspection by the diagnostic technician that the duraguard foot was snapped off. The router can touch the foot when excessive side load is placed on the foot, this can cause the foot to snap off. After the evaluation was completed, the device was discarded by the manufacturer.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the foot snapped off the fixed duraguard, 16mm during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.